Manufacturer narrative:
H.6. Investigation: one photo of a loose 10ml syringe with unknown stopper inside was received and evaluated. It was observed the scale was skewed and the print was missing from the 5ml marking to the "ml" of the 10ml marking, which was rejectable per product specification. Potential root cause for the missing scale defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified. Batch 9210982 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 10ml ll bns had a scale marking issue. The following information was provided by the initial reporter: "it was reported that the scale markings are missing from the lower half of the syringe and the scale markings are distorted on the upper half of the syringe. Issue: it was visually inspected and confirmed that lower half part of scale is not printed on the syringe. Additionally, upper half part of scale is distorted.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 10ml ll bns had a scale marking issue. The following information was provided by the initial reporter: "it was reported that the scale markings are missing from the lower half of the syringe and the scale markings are distorted on the upper half of the syringe. Issue: it was visually inspected and confirmed that lower half part of scale is not printed on the syringe. Additionally, upper half part of scale is distorted."